Event description:
Customer reports the following: "speaker error. Replaced speaker. Tested ok." Reporting due to the referenced error; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins for investigation as repairs were carried out locally. Repairs report indicates that the speaker was replaced. Despite several requests for parts return and attempts to collect additionnal information, we did not receive anything that would allow us to go further with this investigation. The root cause of the reported issue could be linked to a defective speaker but based on available information this cannot be confirmed. If further information are provided later on we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.